Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process, once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during a hip procedure, when the broach handle was struck with a mallet while broaching, the end plate broke off. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided at this time. DHR was reviewed and no discrepancies are found. The root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.